Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found no evidence of reported problem or system fault. Functional and visual inspections was performed. The customer's reported problem was unable to be duplicated. Investigator found no problem with the pump "alarming" message when turned on or unable to silence pump during the investigation. Therefore, no actions were taken to correct the reported problem. The root cause of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump alarmed when power on and unable to silence. No reported adverse effects.